Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that he was experiencing elevated blood glucose readings of 422-496 mg/dl. He reported that his normal range is between 100-150 mg/dl. The pt stated that he was bolusing trying to reduce his elevated blood glucose and the values were not reducing when he noticed insulin in the cartridge compartment. The pt stated that he experienced a kinked cannula which he believes was causing insulin to be restricted to his body and to flow back into the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the infusion set; therefore, no product will be available to be returned for evaluation.